Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to his blood glucose level reported. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.